Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient undergoing a coil embolization procedure in the vertebral artery using penumbra smart coils (smart coils). During the procedure, the physician placed three smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil into the microcatheter, the physician experienced resistance and the smart coil would not advance; therefore, it was removed. The procedure was completed using five additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The penumbra smart coil¿s (smart coil) embolization coil was intact with the pusher. The returned non-penumbra microcatheter was kinked approximately 108.0 and 113.0 cm from the hub. Evaluation of the returned device revealed it could be advanced through the distal tip of a demonstration microcatheter without issue, and through the hub of the returned microcatheter without issue. The kinks in the returned non-penumbra microcatheter prevented the smart coil from advancing out of the distal tip. Since the smart coil could be advanced through the hubs of the returned microcatheter and a demonstration microcatheter without issue, the root cause of the reported issue could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.